Event description:
Reported via clinical study: it was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedural computed tomography (CT) scan of the laa demonstrated no evidence of intra-cardiac thrombus and showed anatomy appropriate for a 27mm watchman flx pro closure device. The procedure was performed under intracardiac echocardiogram (ice) guidance, which confirmed adequate laa width and absence of pe at baseline. The 27mm watchman flx pro was successfully deployed in the laa without immediate complication. Ice confirmed stable device position and no per-device leak on color doppler. However, a circumferential pe was noted, measuring approximately 0.8 to 1.2cm in size, consistent with a small to moderate pe. Pericardiocentesis was performed yielding 200cc of grossly bloody pericardial fluid. After drain output stopped the next morning (500ml total output), the drain was pulled and repeat echocardiogram showed trivial pe. A perforation was not confirmed, but a micro-perforation during implant was suspected. The patient was started on colchicine which improved the patient's reported chest pain. The patient was discharged home two (2) days later.